Event description:
Analysis of the returned generator showed that the device performed according to functional specifications. Visual examination performed at the bench revealed that the septum was cored. The bottom of the septum was also damaged by the setscrew being backed out too far. Pieces of silicone rubber were noted in the hex head socket of the setscrew. Pieces of silicone rubber were also noted in the negative connector block following removal of the setscrew. It is unknown if this material in the connector block contributed to the removal difficulties. A model 302 and a 304 bench lead were inserted completely past the negative and positive connector blocks and were secured with the returned setscrew. The bench leads disconnected from the generator with no difficulties. The returned lead was torn as-received. As-received photos of the generator confirmed the existence of septum material in the setscrew socket, which may have prevented the torque wrench from loosening the setscrew to allow the lead pin removal. Other than the above mentioned observations and typical conditions that exist after manipulation of the lead, no other anomalies were identified in the returned lead portion.

Event description:
During an initial implant surgery, the surgeon connected the lead pin to a generator header prior to tunneling the route from the nerve to the generator site. Once the route was tunneled, the surgeon attempted to disconnect the lead and generator to tunnel the lead to the generator pocket; however, the lead pin was unable to be removed from the generator header and the setscrew would not loosen. It was reported that the lead was "ripped" from the lead pin and only the pin was left inserted into the generator. The lead was then removed from the patient's nerve and a new vns system was implanted. Device diagnostics at the conclusion of surgery were within normal limits. The generator and lead were returned for analysis on (B)(4) 2014. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator and lead confirmed all quality tests were passed prior to distribution.